Event description:
It was reported that during a procedure for zygomatic and orbital fractures, two screw heads broke off during insertion. Surgeon burred off the remaining part of the screw heads and left the screw shafts in the patient. When the screw heads broke off, surgeon moved the plate to a different location and inserted five screws into the plate. The surgeon considered the construct to be stable. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.